Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the primary bag infused first instead of the secondary bag. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd¿ infusion set had flow issues and infused the primary bag before the secondary bag. The following information was provided by the initial reporter: it was reported that the primary bag infused first instead of the secondary bag.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set had flow issues and infused the primary bag before the secondary bag. The following information was provided by the initial reporter: it was reported that the primary bag infused first instead of the secondary bag.